Manufacturer narrative:
Upon investigation of the actual device used in that incident, it was determined to be a software malfunction. A technical support specialist conducted a verification by logged into medstationes and determined that there were no issues present. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the pyxis medstation es system, experienced a main station is currently displaying a blue screen. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.